Event description:
It was reported that a user on the second week of ilet pump therapy experienced a low glucose episode followed by a high and subsequent low after overtreating hypoglycemia before lunch and mismanaging meal announcements, including an unannounced dinner of approximately 45 grams of carbohydrates; glucose was treated with oral glucose tablets per agent guidance, and the infusion set was placed on the side of the body. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Thank you for your prompt engagement and confirmation during troubleshooting and education.